Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient experienced a loss of stimulation. Following implant, stimulation would go down both legs, but then stimulation started going down only one leg. Group a has 2 programs, and both programs only affect the right leg. The family member had tried increasing both to the patient's comfort level. Group b only effects the left side and only has 1 program, increasing does not change. The patient was advised to follow up with their health care provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.